Event description:
Complainant alleged that while attempting to pace a patient (age and gender unknown) the device was unable to pace and displayed "check pads" and "poor pad" contact messages. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.